Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The image acquisition system (ias-a) could not operate due to a defective graphics card of the ias computer, which was confirmed by evaluation of the log files. The system switched to the bypass-fluoro mode, as intended for such a case, and displayed a corresponding error message to the user. This special mode, which is a mitigation of the problem, allows the system to continue generating imaging. However, neither acquisition nor storage or further processing of data is possible, and the image quality is reduced. Such an error can only be eliminated by replacing the affected hardware. The local service organization replaced the complete ias pc including the affected graphics card on site. The system is running again as specified. The spare parts consumption of the affected part was checked. Neither a possible error accumulation nor a possible general error, which would require corrective measures of the installed base, could be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported that the system went into bypass and the screen flickered. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.